Event description:
The customer reported being disconnected from the insulin pump for three months, and when she reconnected she was having trouble with insulin delivery. The caller stated that there were numerous times where the insulin pump automatically suspends itself, and it happened the day she called. The blood glucose was 189mg/dl. The customer also stated that the display was frozen with the time clock not advancing and unresponsive buttons. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to verify battery out of limit alarm, due to unresponsive buttons. Unit was tested with a test keypad and passed all tests no frozen display noted. Cracked display window noted during visual inspection.